Event description:
It was reported by service report that the footboard scale module was broken. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Results: broken scale module.